Event description:
(B)(4). In the summer of 2009 I gave birth to my second child. Both of my children were born prematurely, one at (B)(6) and the other at (B)(6). Given the dangerous nature of pregnancy to my body it was recommended that I no longer have children. Unfortunately I was not able to have my tubes tied during the c-section of my second child due to him being premature so my husband and I asked my ob what our options were to avoid further pregnancies. That was when it was recommended that I have essure inserted. My husband and I felt this was a good non surgical option considering all that my body had been through. When my ob completed the procedure it seemed to go fine. A few months later I had the hcg dye test completed and found that only one coil was in the correct location. At that time I had asked my doctor if there was any concern with this and he said that I would still be able to get pregnant but other than that, all should be fine. Fast forward to (B)(6) of 2015, I began to have terrible pain in my pelvic region and severe bloating. I went to my primary care doctor to report my issues and thankfully she ordered a CT scan. The CT scan showed that the essure had moved and further testing needed to be done so an ultrasound was ordered. The ultrasound confirmed that both coils had moved and were impacting my uterus. The CT stated that one of the coils had broken and appeared to be in my uterus. My ob told me the only way to resolve the issues that I am having is to have a hysterectomy. Given the fact that the device moved on both sides, shows me that it doesn't matter whether the device is inserted properly or not, it's faulty and should not be on the market!! Please, if you are considering this as your permanent birth control, don't!!